Manufacturer narrative:
Event date is estimated. It was reported to abbott, a patient underwent an ipg replacement. The patient did not have therapy prior to surgery. It is unknown if the device was at its end of life or lack of charging. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's scs ipg was inoperable. Surgical intervention took place on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.